Manufacturer narrative:
Sample is not available for return. Images were provided for investigation. A follow-up report will be submitted once the image has been reviewed.

Event description:
The shank of the needle is very stiff. And when taking the sample the needle came out like a carving knife, which caused more than normal bleeding in the patient.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. No products were returned from the customer however an image was provided. A visual inspection was performed on the photographs provided by the customer, and it was found that the tri-tips were bent out of shape, preventing the device from properly obtaining a sample, hence the complaint is confirmed. There are stringent computer and photographic inspections that ensure the cannula tri-tips are not deformed during the manufacturing process. The tri-tip damage was likely caused by the device striking a hard external surface or a hard object such as a bone or possibly getting caught on some human tissue and pulling back. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.

Event description:
The shank of the needle is very stiff. And when taking the sample the needle came out like a carving knife, which caused more than normal bleeding in the patient